Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), operation services, reported: "I received a call from a patient (B)(6). He had a surgery done in 2010 @ (B)(6)? He has allergies to metals ti / ss etc. Call about item 1873-01-206 - bengal implant lrg 6mm 7 deg. The x-ray marks are made of tantalum ( we did check with the group, it should not have an issue with metal allergies)."